Event description:
A manufacturer representative reported that the implantable neurostimulator (ins) was in overdischarge. The ins wasn't working for the patient a few years ago and wasn't effective so they stopped charging. They were able to get the ins charged to the point where it could be charged normally. They charged the ins up to 50% and tried to interrogate the ins with the clinician programmer but the battery dropped to discharge. They were going to continue working on charging the ins. The patient was implanted for chronic low back pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.